Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack and pump got broken. Customer stated that the insulin pump was constantly beeping. No harm requiring medical intervention was reported. The device will be returned for analysis.